Manufacturer narrative:
Examination of the device was not possible since the implant remains in the pt. No conclusions can be made, however there are no indications of product or labeling deficiencies or discrepancies from the info available. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that during surgery a hairline crack occurred across the cage and the thread. The implant was almost entirely implanted therefore the surgeon continued and completed with the cracked implant.